Event description:
Baxter exactamix sterile plastic bags - filaments are present in the bag when a needle scraps the side of the injection port.

Manufacturer narrative:
The actual device was not available. Photos were not available. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.